Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 03-may-2020, UDI#: (B)(4); product ID: 39286-65, serial/lot #: (B)(4), ubd: 09-jun-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the therapy had not been working to relieve patient¿s pain no matter what was done. Patient had tried many different things first and ended up having to have doctor do surgery to replace lead because only 2 on each side of the 8 electors were working. Patient stated that she had to have 2 surgeries done (regarding replacing lead) because she had a ¿reaction" during the first surgery. Patient noted that the healthcare provider (hcp) told her that she could never have her current lead replaced because of the large amount of scar tissue presented. Patient stated the surgery took about 3.5 hours. The outcome was patient had current lead. It was noted patient got lead replaced on (B)(6) 2016 and said that the issue with lead was noticed only about 2 months prior to the surgery. No further complication reported.